Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively.

Event description:
It was reported that premature battery depletion was noted on the implantable cardioverter defibrillator. On (B)(6) 2017 the device was explanted and replaced. During procedure, that the left ventricular lead was explanted and replaced due to low impedance. The patient¿s condition before, during and post procedure was stable.